Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-23, serial/lot #: (B)(6), ubd: 19-dec-2025, UDI#: (B)(4) select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, upon insertion of the guidewire, atrio-ventricular (av) block was observed. Subsequently, the valve and delivery catheter system were inserted into the patient, advanced to the annulus, and the valve was fully deployed. The av block persisted as the valve was placed. The patient left the procedure with a temporary pacemaker in place. Approximately one hour following the procedure, the patient's heart rate returned to intrinsic rhythm.